Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a lunch meal announcement while using the ilet system, experienced a low glucose of 60 mg/dl, treated with glucose tablets, then ate dinner with additional glucose tablets, after which glucose rose to approximately 200 mg/dl overnight and subsequently declined; the event involved a user procedure issue and pertained to the device user interface, and troubleshooting and education were provided. Symptoms included hypoglycemia, followed by hyperglycemia, without reported clinical symptoms. Outcomes included a non-serious illness or impairment with medication required to treat the event. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device malfunction, identified a usage problem related to an improper or incorrect procedure, and implicated the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.